Event description:
Customer reports back to back testing using the advantage sys compared to a dr's meter with results of 246 mg/dl and 114 mg/dl. Location of testing was not provided. No qc info was provided. No adverse event was reported. A request was made for return of the suspect prod and a replacement was sent.